Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: self test failed. Tf:231022 (pexpvalve sensor defect) no patient involvement.